Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system will be explanted due to infection. Currently, the system remains in use. No further patient complications have been reported as a result of this event.